Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation, the following findings noted: the channel is damaged, foreign material came out from the suction base due to damage to the suction channel in the universal cord. Zoom does not work smoothly due to a malfunction of the zoom mechanism due to an external factor. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The curved rubber adhesive is missing. Scratches on the insertion part , operation part the tip cover, grip, scope connector,sw1 (switch 1), switch box, ud (up/down) angle fixing lever , r / l (right/left) knob universal code due to external factors. Right / left angle knob parts damaged, forceps plug cap damaged. The paint on the suction cylinder is peeled off. The forceps stopper is scraped. Investigation is ongoing. This report will be submitted accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of lg (light guide) side ball jig on the device. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found channel is damaged, foreign material came out from the suction base due to damage to the suction channel in the universal cord. This report is being submitted for damaged channel, due to damage, foreign material came out observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the investigation, it can be assumed that the cause is due to inappropriate and insufficient reprocessing or handling. A definitive root cause cannot be identified. Correction to g3 of the initial medwatch. The aware date should be 03-mar-2022. Olympus will continue to monitor the field performance of this device.